Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia¿ tri-staple rr 60mm medium/thick reload opened by the account. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. Staple pushers were visible at the 1.5 cm cut line indicating the point where the firing had stopped. The distal sutures were anchored on fragments of buttress material. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The anvil clamping mechanism was deformed. The reload was loaded into a pmv representative instrument idrive ultra powered handle 1 and endo gia adapter standard for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. After applying to test media, all remaining staples were placed and the test media was cleanly transected. The sutures released properly. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge. Replication of the anvil clamping mechanism deformation condition may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: gastric bypass. According to the reporter: stapler was being routinely fired, stopped halfway through firing and automatically retracted knife blade without pressing silver button. Trs maxon suture was not cut by stapler so they used an endoshear to cut the trs suture and pull stapler out. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500ccs or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. There was no patient injury.